Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Inserting clinician reports experiencing resistance while threading the PICC line. In attempt to resolve this per normal troubleshooting, she decided to pull PICC line back and remove biosensor to consider using guidewire. When she pulled PICC line back she stated it pulled back freely without noted resistance. When she looked down at the catheter, the two white wings that connect to sheath body were completely separated and dangling from the PICC line. The sheath was still retained in the patients arm and the patient was sent to the or for removal (issue with sheath is captured in MDR report number 9680794-2021-00628). The patient's condition is reported to be fine.

Event description:
Inserting clinician reports experiencing resistance while threading the PICC line. In attempt to resolve this per normal troubleshooting, she decided to pull PICC line back and remove biosensor to consider using guidewire. When she pulled PICC line back she stated it pulled back freely without noted resistance. When she looked down at the catheter, the two white wings that connect to sheath body were completely separated and dangling from the PICC line. The sheath was still retained in the patients arm and the patient was sent to the or for removal (issue with sheath is captured in MDR report number 9680794-2021-00628). The patient's condition is reported to be fine.

Manufacturer narrative:
(B)(4).